Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection. It was further reported that "product leakage occurred in" the icm. The device was explanted. No further patient complications have been reported as a result of this event.